Event description:
It was reported that the patient was ¿on like seven or eight now and I'm still not out of pain yet.¿ it was not clear if ¿seven or eight was a medication dose or pain rating. It was also stated ¿but I think they got to turn it up some more,¿ again, it was unclear what was meant by this. She had an appointment to see her doctor on (B)(6) 2013 the device system was used to infuse morphine. It was later reported that ¿true drug requirement¿ was unknown with new patent catheter so ¿dose was drastically reduced and titration restarted = standard of care.¿

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8 731sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).